Manufacturer narrative:
The meter was returned. The charging function of the meter was tested with a retention inform ii base unit and a retention battery pack. A visual inspection was performed and discoloration was observed on the back of the returned meter. An optical investigation was made of the interior housing of the meter. There was no unusual heat produced during the charging process. No additional discoloration was observed after charging. A specific root cause was not identified for the discoloration on the back of the meter. This could have been caused from corrosion on the charging contacts caused by customer mishandling or contamination.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated the back of the accu-chek inform ii meter with serial number (B)(4) is discolored and appears burnt. The back of the meter is a brownish yellow color where the bottom silver charging contacts are located, around the top of the sticker where the serial number is printed. The customer thinks the meter overheated. The customer noticed the discoloration when the meter was brought to her office. There was no note left with the meter indicating what the initial issue was. The meter was being used and was working with the discoloration present. There were no other signs of burning on the meter. There were no signs of burning, smoking, flaming or melting on the associated base unit or power supply. Upon removing the battery from the meter, there were no signs of burning, bulging or damage to the battery or the compartment. No adverse event occurred. No one was injured. The meter was requested for investigation.